Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision wherein the ipg and lead were replaced. The patient was doing well postoperatively and the explanted ipg and leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4).